Manufacturer narrative:
Since no product has been returned, extended investigation has been performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the precision xceed meter and precision strips were reviewed and the dhrs showed the precision xceed meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of december 31, 2017 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and precision xceed meter. No further track and trend review was required as there were no confirmed complaints. A tripped trend was completed for the reported complaint and precision test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer¿s daughter) reported her father was receiving what were perceived as incorrect readings on his adc blood glucose meter. The customer reported receiving readings of 309 mg/dl at 2:46 am and 139 mg/dl at 2:50 am on (B)(6) 2016. The caller further reported that on dec 6 at 8:30 am the customer received a reading of 122 mg/dl and proceeded to eat breakfast and self-administer insulin based off the reading (dose/type not reported). At 9:00 am the customer tested again with a result of 34 mg/dl. The customer experienced ¿typical low sugar¿ symptoms described as ¿cannot talk, just stares, is unresponsive.¿ caller provided "liquid cake frosting" to increase his blood sugar and called his doctor. She was advised to monitor his blood sugar and bring him to the hospital if they could not manage to raise his blood sugar. Caller stated they monitored her father¿s blood sugar, and that it was ¿up¿ (specific reading not provided), and he was ¿doing fine¿ and they did not bring him to the hospital.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter) reported her father was receiving what were perceived as incorrect readings on his adc blood glucose meter. The customer reported receiving readings of 309 mg/dl at 2:46 am and 139 mg/dl at 2:50 am on (B)(6) 2016. The caller further reported that on dec 6 at 8:30 am the customer received a reading of 122 mg/dl and proceeded to eat breakfast and self-administer insulin based off the reading (dose/type not reported). At 9:00 am the customer tested again with a result of 34 mg/dl. The customer experienced ¿typical low sugar¿ symptoms described as ¿cannot talk, just stares, is unresponsive.¿ caller provided "liquid cake frosting" to increase his blood sugar and called his doctor. She was advised to monitor his blood sugar and bring him to the hospital if they could not manage to raise his blood sugar. Caller stated they monitored her father¿s blood sugar, and that it was ¿up¿ (specific reading not provided), and he was ¿doing fine¿ and they did not bring him to the hospital.